Event description:
It was reported by the customer's mother that the customer had to be sent to the emergency room due to a high blood glucose level. Customer's blood glucose level was 24 mmol/l. Customer treated their high blood glucose level with old insulin pump and customer did not contact their health care professional for their high blood glucose levels. Customer was hospitalized overnight and was wearing the insulin pump at the time of the 911 call. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. It was explained to the customer that high blood glucose levels are often caused by site/set issues. Customer stated that the cannula had blood on site, but the site was not sore or irritated. Customer's mother reported that the customer's blood glucose level went down to 12.3 mmol/l using the old insulin pump. A replacement for the pump was offered, but customer's mother declined. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.